Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0215693268, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: 0215693268, ubd: 10-apr-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the pump and catheter were explanted on (B)(6) 2018 due to wound infection. The event date was reported to be (B)(6) 2018. The customer discarded the pump and catheter. The issue was resolved. There were no known contributing factors. The patient status was alive - no injury. No further complications were reported or anticipated. It was stated that the patient's complaint referred to the hospital, not to the medtronic products.